Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion, and at follow up telemetry problem exhibited. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.